Manufacturer narrative:
The failure investigation has been performed; however, investigation could not be completed as the cartridge was not returned.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced resistance when filling multiple cartridges. As the reported issue was not occurring at the time of the reported event, tandem technical support was unable to perform troubleshooting. There was no reported impact to the customer's blood glucose level.